Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the potts scissors was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the damage was at the distal end and the leaves did not close properly. There were no broken cables, no patient injury and no procedure were delayed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The potts scissors was analyzed and found to have the customer reported complaint. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through the latex test material. The latex got snagged at the scissor tips. The blade edges are not indented or chipped. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to wearing out or dulling of the instrument blades. The cutting edges of the blades are worn at the tips, likely causing the cut test failure.